Event description:
A health care professional reports that a patient received a low reading from an adc hospital blood glucose meter. The health care professional reported a low reading of 164 mg/dl which was lower than a lab reading of 547 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strip. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and upon docking. Performed meter power up/self-test sequence with no issues observed. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reports that a patient received a low reading from an adc hospital blood glucose meter. The health care professional reported a low reading of 164 mg/dl which was lower than a lab reading of 547 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle precision pro meter were reviewed and the dhrs showed the freestyle precision pro meter passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reports that a patient received a low reading from an adc hospital blood glucose meter. The health care professional reported a low reading of 164 mg/dl which was lower than a lab reading of 547 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.